Event description:
Healthcare professional (hcp) reported patient was injected in the nasogenian folder with 0.5 ml [unspecified] juvéderm® voluma¿. Two months later, patient experienced intermittent pain in the area. Upon following a cat scan, it was noted the pain was due to sinusitis, deemed not device related. Symptoms resolved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinusitis, deemed not device related is considered an unexpected adverse drug experience.